Event description:
On (B)(6) 2009, the pt underwent successful endovascular repair of a descending thoracic aortic aneurysm with gore tag thoracic endoprosthesis which included intentional coverage of the celiac artery. The pt tolerated the procedure. On (B)(6) 2009, the pt presented with paraplegia. On (B)(6) 2009, the pt rec'd spinal drainage treatment and was discharged with minor paralysis remaining. The pt did not continue follow up care.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states: complications associated with the use of the gore tag thoracic endoprosthesis may included but are not limited to: neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis). Please note add'l device related to this event: (B)(4).